Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
A clear lump was found on the tip of a 24g x 0.75in (0.7 x 19 mm) bd insyte ¿ IV catheter vialon-e winged before use. No injury or medical intervention.

Manufacturer narrative:
Investigation: the nonconformance cannot be confirmed as no sample was returned for investigation. The complaint will be reopened if the sample is returned for investigation. The root cause cannot be determined as no samples were returned for investigation. DHR review: device history record of packaged needle (pn) batch 6295394, catalogue number 388512 and its assembled needle (an) batch 6295023, catalogue number 8301339 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. Manufacturing review: the preventive maintenance, calibration and equipment history records were reviewed. No abnormality was observed on the records. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.